Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2017 with a blood glucose level of 372 mg/dl. The customer was admitted overnight due to dehydration. The customer was given fluids and shots of insulin as needed. The caller stated that the customer was in prison and the nurses there were having a hard time with insertion of the sets causing the customer¿s blood glucose to go high and out of control. The customer also had a high blood glucose level of 500 mg/dl. The caller was unsure whether the customer was wearing the insulin pump at the time of hospitalization. The device will not be returned for analysis.